Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter states the seat cracked on the commode. Update- reporter clarified that the crack is located on the right side of the seat; cracked while in use.